Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and high pacing impedance on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.